Event description:
It was reported that the pt presented with pain in the shoulder possibly as a result of infection. A second surgery was needed to remove implants (x2) from the pt. Add'l info has been requested from surgeon. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and mfg date not determined. No info is available regarding the type of infection identified in the pt. It remains unk if other devices from different companies were also implanted during the case. Infection reports, however, are usually a result of cross-contamination in the clinical setting during the procedure or the length of the stay. A definitive conclusion cannot be determined for this event. A f/u report may be submitted if add'l, pertinent info becomes available.